Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, the reported patient aneurysm rupture is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
In a retrospective literature review for interference phenomenon of microcatheters in the jailing treatment with internal carotid artery (ica) side wall aneurysms with an open cell stent system. The techniques used two microcatheters; one was navigated to the target aneurysm for coiling (subject device) and the other was used as a stent transfer microcatheter. The technique was applied to 94 patients, in two cases procedural aneurysm rupture developed. The ruptures were stopped by further packing of coils. No other procedural complications were observed and none of the cases resulted in any neurological deficits at discharge.

Manufacturer narrative:
The literature article involves 94 patients, in two cases procedural aneurysm rupture developed. This is event 1 of 2. The exact date of the adverse event is unknown. All patients were treated between june/2011 and sep/2013. The subject device is not available.

Event description:
In a retrospective literature review for interference phenomenon of microcatheters in the jailing treatment with internal carotid artery (ica) side wall aneurysms with an open cell stent system. The techniques used two microcatheters; one was navigated to the target aneurysm for coiling (subject device) and the other was used as a stent transfer microcatheter. The technique was applied to 94 patients, in two cases procedural aneurysm rupture developed. The ruptures were stopped by further packing of coils. No other procedural complications were observed and none of the cases resulted in any neurological deficits at discharge.